Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was having issues with four occluded reservoirs. Her blood glucose level was not reported. When the customer was doing a quickset change, the needle came out and it was bent. The product will return. Nothing further to report.

Manufacturer narrative:
Three opened and used reservoirs were evaluated. Two of the three reservoir transfer guards failed per specification due to being occluded. The third reservoir transfer guard was not occluded.